Manufacturer narrative:
(B)(4). G2: australia. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately 19 years post implantation due to poly wear. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the liner removed and covered in bio-debris. Some of the outer spherical surface appears to be worn and flaking. Pictures were not provided of the inner spherical surface. No further evaluation can be made from the provided picture. However, the complaint is confirmed based on the provided picture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.